Event description:
A talent stent graft system stent graft was implanted in zone 3 and 4. A 6 cm in diameter fusiform aneurysm was reported. Proximal aorta was 34 mm in diameter. Right and left external iliac arteries were 9, 10 mm in diameter. The right and left femoral arteries were 8, 10 mm in diameter. The right and left common iliac arteries were 9, 10 mm in diameter. The aorta had moderate tortuosity. Approximately, two years post index procedure a CT with contrast noted a type ib endoleak. The patient has not returned for any follow ups, they have not been able to get a hold of the patient for further follow ups. A years later, the patient was in the office for a follow up evaluation due to lower extremity claudication, the patient stated that they have numbness in both feet. However, the patient did not return for any testing. The aneurysm is currently 5 cm in diameter. No other information is available. No additional clinical sequelae were reported. A review of cta¿s at 2+ years post-implant revealed that patient had multiple stent grafts implanted in the thoracic aorta, from just distal to the lsa extending into the descending thoracic to just proximal to the celiac artery. There is contrast seen outside the distal end of the stent graft from a likely distal type I endoleak. The distal stent graft od is approximately 42mm, and the thoracic diameter at this location is 54mm. The thoracic diameter near the level of the celiac artery measured 45mm and contained thrombus. The films confirmed the reported event. The cause of the distal type I endoleak could not be determined from the images provided. Pre-implant and earlier post-implant films were not available for review. It is possible that this was due to disease progression; vessel dilatation.

Manufacturer narrative:
(B)(4).